Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified 70% stenosis in the superficial femoral artery (sfa). The 5.0x60 mm fox plus balloon catheter was advanced during pre-dilatation; however, during 2 - 3 inflations at 9 atmospheres, the balloon did not maintain the inflation. After removal and control by the surgeon, the balloon was observed leaking. A second fox plus balloon was used successfully. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.